Event description:
The event description according to the customer is as follows: device screen went black and shut down. Several technical faults occurred: technical fault with internal reference numbers: (B)(4) (batteries completely discharged), (B)(4) (ambient mode).

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.